Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked condition of the cannula or to determine if it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continued to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."

Event description:
The customer reported that the device was activated just after midnight on (B)(6) 2012 (no blood glucose reading reported at that time). At 12:32 am on (B)(6), her blood glucose measured 280 mg/dl. No insulin bolus dose using the device were reported at any time during the history given by the customer. Her bg remained elevated over the twenty hours, reaching 363 mg/dl by 9:55 pm. At that time the customer reported taking 8.45 units by manual injection. When she removed the device she observed that the cannula was kinked.